Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen via an implanted pump. It was reported that the patient was in the ER (emergency room) with suspected withdrawal symptoms. No alarm was heard. It was not known when the last pump refill was done. The hcp was requesting that the pump be interrogated. The reporter was transferred to the national answer service (nas) for assistance. Additional information was received on 09-jun-2023 at which time it was reported that the patient presented to the ed (emergency department) with a medical history of ¿avm s/p resection, hemorrhagic stroke, seizure disorder on aeds, left-sided spastic hemiparesis with intrathecal baclofen pump¿ via ems (emergency medical services) as a level 1 stroke for unsteady gait, altered mental status, and left-sided weakness. Per ems, blood sugar 99. Vital signs unremarkable during transport. Upon arrival to the ed, the patient was ¿gcs 15, alert and oriented x4, however is continually talking about a wide variety of top ics unrelated to his current presentation¿. The patient was taken emergently to the CT scanner where he was evaluated by neurology. His only neurological deficit noted was altered mental status at that time. He denied chest pain, shortness of breath, palpitations, abdominal pain, nausea, vomiting, fevers, chills dysuria, hematuria, diarrhea, constipation, cough, congestion, rhinorrhea. He denied allergies to medications. An x-ray of the abdomen supine and decubitus showed ¿right lower quadrant baclofen pump in place. The catheter extends toward the l2-3 disc space and appears grossly intact. Nonobstructive bowel gas. Excreted contrast in the urinary bladder¿. A chest x-ray showed ¿no acute chest findings¿. A ¿cta brain neck¿ showed ¿no cervical or large vessel intracranial arterial occlusion or significant stenosis. A ¿CT brain for acute stroke¿ showed ¿no acute intracranial findings¿. The ed summary noted patient presented ¿as a level 1 stroke alert with a negative stroke work-up. Vital signs stable and within normal limits. Wife at bedside reports that the patient is definitely not at his mental baseline, was having an unstable gait at home. Uds negative. Electrolytes within normal limits. Cbc unremarkable. Ethanol level negative. Ua without evidence of uti. Patient endorses compliance with his antiepileptic therapies¿. The patient¿s pump was interrogated, and no malfunctions were noted ¿although it is possible that the catheter could be malfunctioning given that the patient is not back at his mental baseline¿. The plan was to admit the patient for acute encephalopathy and further evaluation. The internal medicine physician agreed to admit the patient for further e valuation and management. The patient was discharged the next day. Additional information was received from the patient¿s pump managing physician who reported that the patient had a seizure and not withdrawal, and after discharge from the hospital, the patient was to follow-up with neurology.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.